Event description:
The customer reported the system had trouble booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The boards were reseated and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.